Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent an unknown hip revision approximately four years post-implantation due elevated metal ion levels, pelvic ring fracture, and pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10072. Reported event was confirmed by review of op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records state the indication for revision was severe destruction of the pelvic bone and the surrounding musculature. There were numerous lymphocytes and leukocytes throughout the tissues which is consistent with aseptic, lymphocyte-dominated vasculitis-associated lesion (alval).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a-magnum 52-60 mm tpr insrt-3 catalog 139266 lot 425280, echo por fmrl nc 15 x 155 mm catalog 192015 lot 433830, m2a-magnum mod hd sz 52 mm catalog 157452 lot 634940. Device history record was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.